Event description:
Within 9 months rptr had a low grade fever, chronic fatigue, fibromyalgia, constant migraine headaches, bell's palsy, cerebellum infarcts, atypical left-sided weakness, tachycardia, atrial fibrillation, anemia, loss of vision in left eye, cvas, and bipolar depression immediately after implantation and "who knows what else."